Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that during an implant procedure, this electrode exhibited a high out of range shock impedance measurement of greater than 400 ohms. The physician cleaned the header of the s-ICD as well as the electrode before reconnecting them together again which then yielded in range measurements. The implant procedure was completed successfully, however the next day multiple high out of range measurements were again observed. Fluoroscopy showed no evidence of product damage, however a connection issue was suspected. Surgical intervention was performed and the electrode was confirmed to have been properly inserted into the header of the s-ICD. A pacing system analyzer was used on the electrode which exhibited a high out of range measurement of 437 ohms. The physician decided to explant and replace the s-ICD. With a new s-ICD implanted, no further issues were noted and all measurements were observed to be within range. The electrode remains in service and there were no additional adverse patient effects were reported.